Manufacturer narrative:
The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that [pt] received a cook gunther tulip on (B)(6) 2008. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
Per the (B)(6) 2017, retrieval report: "indication: malpositioned inferior vena cava filter. Filter fracture. Procedure: utilizing an endovascular snare device, the filter was captured within the sheath, and intermittent photo thermal laser ablation was applied to free the filter from the cava. The filter was then withdrawn from the sheath and visually inspected; apart from the known fractured primary strut, it was intact. Via the jugular access, attempts were made to capture the fracture strut as it was not conclusive whether this is intracaval or extra caval. However, these attempts were successful. Conclusion: technically successful inferior vena cavogram demonstrating no caval thrombus. However, there was significant rightward filter tilt with a strut penetrating into the abdominal aorta as noted on pre-procedural imaging. In addition, there was identification of a known fractured primary strut. Technically successful laser sheath assisted retrieval of ivc filter. Attempts at retrieval of the fractured and embedded struts were unsuccessful, suggesting the possibility of extra caval position. Plan: we will have the patient obtain a computed tomography venography of the abdomen in approximately 2 weeks to determine the final position of the fractured strut. If there is an intracaval compartment, we will attempt to retrieve the fractures strut. If no intracaval component is identified, no retrieval attempt will be made".

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating, "tulip, migration, tilt, fracture, vena cava perforation." Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that a filter fragment embolized into the heart or lung may be safely retrieved. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 08/22/2017 as follows: patient allegedly received an implant on (B)(6) 2008 via the right internal jugular vein prior to bariatric surgery and history of deep vein thrombosis.. Patient is alleging device migration, tilt and fracture. Patient alleges vena cava perforation due to the device. Patient alleges successful device retrieval on (B)(6) 2017.